Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number 1627487-2019-04630. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Event description:
Reference MFR. Report number 1627487-2019-04630.